Manufacturer narrative:
Age at time of event: born in (B)(6). (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The 5.00x16mm liberte stent was selected to treat an unspecified target lesion. During preparation it was noted that a stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were two struts stretched and bent in the last distal row. The magnified inspection presented no damage or irregularities that could have caused or contributed to the stent damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The 5.00x16mm liberte stent was selected to treat an unspecified target lesion. During preparation it was noted that a stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.